Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an unrelated procedure, the right ventricular lead exhibited a split in the insulation. The lead was electrically stable. No intervention was performed. The patient was stable post procedure.